Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps device was used during a biopsy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the cups failed to open when attempting to retrieve a biopsy. The device was removed from the patient, and inspected. Upon inspection it was noted that a pullwire was broken. The procedure was completed with another radial jaw 4 standard capacity biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps device was used during a biopsy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the cups failed to open when attempting to retrieve a biopsy. The device was removed from the patient, and inspected. Upon inspection it was noted that a pullwire was broken. The procedure was completed with another radial jaw 4 standard capacity biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that one pullwire was broken. The device welding and riveting were found to be within manufacturing specification. Further analysis of the broken pullwire determined that the fracture occurred due to a bending cyclic event. The failure site exhibited evidence of fatigue striations indicating a cyclic event. The failure surface also presented with dimples as a result of tension overload. No material anomalies were noted. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the pullwire was broken. The failure occured due to a fatigue event followed by a tension overload. The pullwire break likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.